Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the filter. Here we found a hole in the filter. Conclusion and root cause: the root cause of the problem is most probably manufacturing related. Rational: we assume there is the possibility for a process error. The thickness of the filter around the hole is thinner than elsewhere. There are no signs of a usage error. The file will be forwarded to the crb for CAPA request.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). There is an hole at the filter identified when checking boxes. The patient was under anesthesia and the box with the damaged filter couldn't be used. No patient harm. Surgical delay for a month.